Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoracic surgery, the surgeon was unable to fire the stapler. The green button and lights did not work. A new handle was used.

Manufacturer narrative:
(B)(4).